Event description:
User facility reported an uneventful novasure endometrial ablation was completed on (B) (6) 2009. On post hysteroscopy, the physician "found a small gold thread". During follow-up on (B) (6) 2009 it was reported that the physician used "graspers" to remove the thread during the post hysteroscopy. During follow-up on (B) (6) 2009 with the physician, he reported this was a totally uneventful ablation. He saw the "thread" on hysteroscopy, removed it, and the patient was discharged home after a brief recovery period. Additionally, he reported he saw the patient in his office today and "she is doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation based on the DHR review. (B) (4).